Manufacturer narrative:
The reported event of impedance problem was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any indications of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-36272. It was reported that the patient's leads exhibited out of range impedance. Both leads were explanted. The patient was stable.

Manufacturer narrative:
Further information was requested but yet not received.